Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump was programmed via interoperability to infuse 9.8ml of acyclovir at a rate of 9.8ml/hr however 2ml was left in the syringe uninfused following "infusion complete". The clinician checked the patient's chart, and per the I/o tab the entire syringe (9.8ml) had been infused. The clinician notified the pharmacy and was instructed to infuse the remaining syringe volume at the original rate of infusion. The event occurred at 0308. There was patient involvement, but no harm was reported.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump was programmed via interoperability to infuse 9.8ml of acyclovir at a rate of 9.8ml/hr however 2ml was left in the syringe uninfused following "infusion complete". The clinician checked the patient's chart, and per the I/o tab the entire syringe (9.8ml) had been infused. The clinician notified the pharmacy and was instructed to infuse the remaining syringe volume at the original rate of infusion. The event occurred at 0308. There was patient involvement, but no harm was reported.